Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized and treated for a cardiorespiratory arrest. It was also reported that the right atrial (ra) lead exhibited oversensing of far field r-wave (ffrw) or an atrial arrhythmia falling in blanking/refractory at times possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. The ra lead remains in use. No further patient complications have been reported as a result of this event.